Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 14754794.

Event description:
It was reported that the patient had one lead that had four contacts out. The patient underwent a lead replacement procedure. The explanted lead was not returned as it was kept by the medical facility.